Event description:
It was reported that during a robotic bronchoscopy procedure the physician had difficulty with the patient sensors and elected to abort the case. There were no reported clinical consequences to the patient.